Event description:
It was reported that during a surgery on the right talus bone at the rvh that an unknown 1.6mm guide wire broke in the talus bone. The surgeon proceeded with the surgery and implanted two synthes 4.5mm headless compression screws and two competitor screws in the talus bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.